Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachments would not lock the cutter. It was determined that this was due to foreign fibrous material left behind by a cleaning instrument causing the locking mechanism to malfunction. It was further determined that the bearings, spacers, and snap rings demonstrated a large amount of corrosion. It was determined that this coupled with the locking mechanism failure resulted in failure of the attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to due to cleaning, sterilization and/or maintenance procedures not being followed. This was further defined as component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was heating up and the burr device was not locking in as well. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.